Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device was not working, only releasing air, but had no power was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a hole in the hose, insufficient/low power, loose, the muffler was damaged, the labeling was damaged, and there was component damage. It was further determined that the device failed pretest for labeling assessment, hose assessment, muffler sock assessment, loctite assessment, motor rub assessment, and rotational speed assessment - low power. The assignable root cause of these conditions was determined to be e traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that during testing/processing it was observed that the motor device was not working, only releasing air, but had no power. During service and evaluation it was determined that the device had insufficient/low power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported all available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.